Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade in good condition and not broken off as reported, but the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the blade was broken off into the patient in about 2 hours and 40 minutes. The broken blade was retrieved from the patient with a forceps via a trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.